Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the left common iliac artery occlusion and additional endovascular procedures are confirmed. This is consistent with the reported adverse event/incident. The complaint is likely anatomy-related. Procedure-related harms of this complaint could not be determined with the medical records available for review. The patient had significant peripheral arterial disease with reported chronic occlusion of the left common iliac artery. It is unclear when the left iliac limb occluded (noted as chronic). The operative report stated left femoral access was difficult due to occlusive disease. There were significant calcifications in the left femoral artery as noted on the CT scan. This likely contributed to the reported event (disease progression, anatomy-related). The final patient status was reported as discharged to home with home health care on hospital day 22 and postoperative day 2 in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the ovation prime stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2015. Approximately nine and a half (9.5) years post initial procedure, the patient presented with an occlusion in the left limb of the graft. On (B)(6) 2025, the physician performed a thrombectomy using a penumbra (non-endologix device) and reline the affected limb with two (2) additional ovation ix iliac limbs. The patient was reported to be recovering well and was discharged the following day.